Event description:
The complainant reported that an impella was placed without complications. After advancing the blue hub into the site and subsequently withdrawing it, hematoma and bleeding were noted. Manual pressure and a femstop device were applied, achieving hemostasis. The pump was subsequently weaned and explanted.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Clinical review 43-year-old male patient implanted with impella cp due to acute myocardial infarction cardiogenic shock. Access via right femoral artery with ultrasound and micropuncture. Impella placed for left ventricle unloading and coronary perfusion during percutaneous coronary intervention (pci) for a st-segment elevation myocardial infarction (stemi) involving total occlusion of the left anterior descending (lad) and left circumflex (lcx) occlusion. Pump placement without problems. Blue hub advanced, once removed hematoma and bleeding observed. Resolved with fem stop use and manual compression. Patient successfully weaned from impella support the day after start of support. Impella will be coded for hematoma which is a known device-related complication documented in the instructions for use (IFU) due to vascular access and anticoagulation requirements. Investigation summary no product returned. Hematoma/minor bleed: impella placed without issues. Blue hub advanced into site and once withdrawn, hematoma/bleeding observed. Manual pressure and femstop applied. Further details unknown, such as any patient bleeding disorders and anticoagulation management. The cause of the access site adverse event was not determined due to insufficient clinical details. Device history review the pump passed all the post sterile inspection checks.